Event description:
It was reported that the device triggered the lead integrity alert. The patient was seen in the clinic and the device was oversensing following ventricular paced (vp) events and premature ventricular contractions, and oversensing t-waves following vp events. The device was reprogrammed and the oversensing was resolved; the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.